Manufacturer narrative:
The device has yet to be returned to the manufacturer for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received info from a third party svc ctr alleging a ventilator would not function. The device was not in pt use.